Event description:
It was reported that a malfunction alarm occurred with the pump after it was dropped. There was no adverse impact to the customer's blood glucose level. Technical support planned to replace the pump as the malfunction code could not be reset. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
The tandem pump user guide states: if you drop your pump or it has been hit against something hard, ensure that it is still working properly.